Manufacturer narrative:
.

Event description:
The rep reported on 2/26/08, that the stimulator battery had emerged (eroded) from the device pocket and was held in place by adhesive tape to secure the battery to the pt's leg. Stimulation therapy had been turned off; the pt anticipated re-implant of the product. The hcp reported, the date of onset or diagnosis of the infection had been one day earlier; the pt experienced symptoms of fever, redness, swelling, drainage, pain, incisional wound opening and pocket erosion. The pt did not have meningitis. The primary location of the infection had been the device pocket and cultures were obtained (the date was not given) from that site, results were not provided. The pt had received treatment with both IV and oral antibiotics (not identified); device registration system indicates the battery was removed two days later. The hcp indicated the infection had resolved.